Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
During a bone marrow biopsy (patient aged (B)(6)), the biopsy needle broke and the tip part was left in the patient bone (iliac). The patient had a new intervention (osteotomy) and the hospitalization was extended to over 24 hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up for corrections, additional information and device evaluation. Corrections: product updated to reflect returned device of jamshidi bone marrow needle as opposed to the initially reported product. Updated with jamshidi common device name and product code. Section updated to reflect the device being received in the mannford manufacturing plant from the dominican manufacturing plant. Manufacturing plant name and address corrected to reflect the appropriate plant. PMA 510(k): number updated for jamshidi needle. Additional information: additional information received 26sept2016: how long the broken. Is the broken biopsy needle part? Not indicated in initial report, radiography to estimate was the broken part retrieved from the patient bone? On (B)(6) 2016: first attempt under local anesthesia = failure. On (B)(6) 2016: retrieved after osteotomy under general anesthesia. The patient health status after osteotomy? None to report. Device evaluation: the sample was evaluated under a microscope. It is apparent from the sample that the product is a tj 8 gage cannula that was broken during use. It appears the break was a result of force in a sideways direction as indicated by the slight bend in the cannula close to the break and flattening of the cannula in the same direction. The lot number provided (000065389) did not match up with any of our records. This is not a correct lot number for the needle; therefore, a DHR could not be reviewed. Based on the sample review, the most probable contributor to the broken cannula was the application of a lateral force after the removal of the internal stylet during the use of the biopsy needle. However, the investigation was not able to confirm this probable contributor since the exact conditions of the procedure or the exact technique that was used with the needle during the procedure in which the sample needle was bent and subsequently broken. Based on the identified potential contributor, the customer will be cautioned, based on the instructions provided in the instructions for use to not apply too much pressure when redirecting the needle as bending may occur. Likewise, this complaint will be added to the complaint management system and will be tracked/trended for future occurrences